Event description:
The customer reported non-reproducible, elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for two patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. This is report two of two referencing the patient on the event date noted. An initial result of 0.72 ng/ml was obtained. The sample was reanalyzed on the same instrument, 68 minutes following the initial test, and recovered a lower troponin result of 0.01 ng/ml, within the normal reference range. The original result was not released from the laboratory. There was no patient consequence or change in patient treatment associated with this event. The patients¿ samples were collected in 13x100 mm green top plasma tubes at ambient temperature. System check and quality control (qc) were within specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed a high sensitivity system check which failed the inc52 portion test. The fse discovered the clamp, that attaches the drive screw to the wash arm, was cracked. The fse replaced the clamp and cleaned the incubator track and dried wash buffer from the wash carousel. The fse replaced wash carousel bearings, incubator belt and clips, and mixer rollers and bearings. The fse noted the cracked clamp would likely cause fluctuations with the wash arm. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was in normal operation. In conclusion, the cracked clamp is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to 2122870-2013-00780.